Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One bellatek® encode® healing abutment 5mm(d) x 5.6mm(p) x 6mm(h) eha556 was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar. Functional testing was performed for the returned products and the abutments do not seat to the implant. Implant platform damaged. Malfunction has occurred. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported products (abutments) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number were conducted for the eha556 dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur for damage threads and does not seat and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that abutment could be seated, appears there was an issue with the internal thread of the implant, clinical representative was present at the time. Tooth location # 19.